Event description:
Resident was placed on a gaymar clini-dyne mattress (lateral rotation movement) for pressure relief. She was observed by nursing staff to be turned almost completely prone in bed with face and nose against this mattress. The resident was turned over to her back. Her lips were bluish. Once turned, she began spontaneous respirations. Resident does not appear to have suffered any adverse effects.